Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/08/2017 with the following findings: the battery compartment was cracked from the case seal to the grip pad. The pump casing was cracked at the bottom right corner between the keypad and the pump seal. Unrelated to the issue, the audio bolus button cover was missing and was unable to be tested. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment, and pump casing were cracked. This report is made based on results of investigation completed on 03/08/2017.